Event description:
An open surgery on the cervical and thoracic spine for fusion of vertebrae, due to spondylolisthesis at c7-t1, with intended placement of 8 spine screws in vertebrae c6 to t2 for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. A pre-operative CT scan that had been acquired on (B)(6) 2022 was used to register for and use with navigation. The 2 kernel variances of this CT were fused, and used to plan the screws in the navigation to place. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of (believed at that point of time) vertebra t2. Performed the image registration with surface matching by acquiring registration points with the navigated pointer on the same vertebra the reference array was attached on, to match the pre-op CT and display of the navigation to the current patient anatomy. Verified and accepted the registration accuracy to proceed with navigation. Prepared the pilot holes in this vertebra bilateral with a non-brainlab handheld drill calibrated to the navigation, following the formerly planned screw trajectory. Placed the 2 spine screws with a non-brainlab screwdriver calibrated to navigation, following the pilot holes, and the formerly planned positions displayed. Performed a verification c-arm scan, and determined the left screw was anatomically not quite ideally placed, repeated the registration on this vertebra and corrected the screw position with navigation. Removed the navigation reference array and placed it on spinous process of the next vertebra above (believed t1 at that point of time), repeated the surface matching registration of this vertebra, and verified and accepted this new registration to proceed. Prepared and placed the 2 spine screws bilateral in this vertebra with the same navigated method as before. Repeated the same navigated process, including re-attaching the reference and registering the vertebra, for the 2 vertebra levels higher (aiming at c6 and c7), until the intended 8 screws were placed. Performed another verification c-arm scan, and detected that the screws were placed one vertebra level too low, i.e. Deviating by one level from the in the navigation planned and displayed position, with the screws actually placed in c7 to t3 instead of into the intended vertebrae c6 to t2. For a still sufficiently stable fusion of the intended levels, decided to place additional 4 screws in vertebrae c6 and c5, to re-place the left t3 screw, as well as the lateral mass screw placed in c7 as a c7 pedicle screw, with conventional methods without navigation. Completed the surgery and closed the patient. According to the surgeon: the deviation of the spine screws placed with the aid of navigation was detected during the same surgery with intra-operative c-arm scans, and was addressed at the very same surgery for a still successful outcome. The final outcome of this surgery was successful for the intended sufficiently stable fusion, with all placements acceptable. Updated information was received from the surgeon 2 weeks after the surgery, that the patient outcome is very good, and that probably the extra screws resulted in a better outcome than with less screws. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 4 hours. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of the spine screws placed with the aid of navigation was detected during the same surgery with intra-operative c-arm scans, and was addressed at the very same surgery for a still successful outcome. The final outcome of this surgery was successful for the intended sufficiently stable fusion, with all placements acceptable. Updated information was received from the surgeon 2 weeks after the surgery, that the patient outcome is very good, and that probably the extra screws resulted in a better outcome than with less screws. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 4 hours. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the 8 screws placed one level lower than intended (i.e. C7-t3 instead of c6-t2) and the left t2 screw having been additionally not quite ideally placed originally, is: an erroneous and thus inadequate surface matching registration of the patient anatomy to the navigation by the user, due to a mix-up of the vertebra level to be treated at the actual patient's spine during the surgery, for attaching the navigation reference array and acquiring the registration points. Although the points for the surface matching registration to navigation were correctly planned in the navigation application by the user on each intended vertebra, during the surgery the reference array was attached to and registration points were acquired on the actual patient anatomy one vertebra level below the planned and intended vertebra. Since this mix-up already occurred with the first vertebra to be treated, it apparently continued with the next vertebrae as well. This caused the navigation to display the instrument positions on the pre-operative scan deviating by one vertebra level. In addition, when points required for the surface matching registration to navigation are acquired at a different vertebra than planned and intended, due to anatomical differences of different vertebrae, the result of the surface matching cannot be perfectly accurate and can lead to a further deviation of the instrument position display by the navigation. Apparently, the resulting deviation of the instrument position display in the navigation on the pre-operative scan, compared to the actual patient anatomy during the surgery, was not recognized by the user with the necessary navigation accuracy verification of each surface matching registration result and throughout the surgery, before and during the screw placements. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.